Manufacturer narrative:
(B)(4). A device history record review could not be performed as the lot number provided "06c1144856" does not match to the product code (001200) reported on the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips do not stay on the applier, they fell off. There was no patient injury.